Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the circumstances that led to the stim being too high was a change in the numbers on the height. The patient stated if they felt pinching in the vaginal area they lower the stim, and if they were going too much than they increase it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported that there was uncomfortable stimulation and stimulation was ¿pulsing too high.¿ the patient programmer (pp) confirmed that therapy was on and stimulation was decreased from 1.7 to 1.5v. This eliminated the uncomfortable s timulation. Troubleshooting resolved the issue. The issue occurred on the day of the report, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.